Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient's cgm was reading 40 mg/dl, and the patient self-treated with sugar tablets and honey. After this the cgm reading went up to 56 mg/dl and dropped back to 40 mg/dl. The patient experienced feeling dizzy and was weak and went to the hospital. A fingerstick would have been taken at the hospital, but the patient did not know the value, and it could not be confirmed if this would have been in a hypo or hyperglycemic range. The patient was given glucose tablets and saline (route unknown, but most likely intravenous). The patient recovered and was discharged on the same day. When the patient arrived back home they took a fingerstick and the cgm reading was 40 mg/dl, and the blood glucose reading was 360 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient arrived back home, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 10/29/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Device analysis with the returned product would not confirm the issue nor determine a probable cause. The allegation was undetermined. Confirmation of the allegation was undetermined, the probable cause could not be determined. No additional patient or event information is available.